Manufacturer narrative:
The reported problem could not be duplicated. The unit was observed to have a slight delivery error problem (2% above specification limit) and it also failed the battery test. However, these findings would not produce the reported event. Frequency of occurrence of code 102 (overdelivery)/death or serious injury is approx. .85/million sets.

Event description:
Underdelivery on line a and overdelivery on line b with spontaneous change in programmed rate reported. The pump had been set to infuse on line a at 20 ml/hr and on line b at 10 ml/hr. Line a solution was an unspecified keep open fluid, and line b was a heparin drip of unspecified concentration. A nurse reported that after one hour of infusion, line a indicated delivery of 4 ml (expected delivery of 20 ml) and line b "had changed on its own to a rate of 250 ml/hr instead of 10 ml/hr." The display indicated delivery of 225 ml of heparin solution. The pt did not experience any adverse effects from the event. No medical intervention was required. The pt had also received tpa which was deemed unsuccessful. She required coronary artery bypass surgery, the need for which was not associated with the delivery event. The pt tolerated the surgical procedure without advers sequelae. A printed history from the device indicates the delivery rate for line a was entered as 5.0 ml/hr, and the rate for line b was started at 10.0 ml/hr. Approx 25 minutes later, the delivery rate for line b was changed to 250 ml/hr.